Event description:
This is report 3 of 3 of the same event: it was reported that during an unspecified surgical procedure, it was observed that the motor device was not spinning when in use with an attachment device. The report stated two attachment devices were involved in the event. As a result, there was a twenty minute delay to the surgical procedure. An identical spare attachment device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and would not spin when connected to the motor device. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the input shaft was damaged. This was further observed through the damaged locking features and a discolored shaft, which indicated localized heating. The assignable root cause was determined to be due to operator error from an incorrect method of insertion. This was further defined as user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.